Manufacturer narrative:
The device and x-rays associated with this report were not returned. Although, the sample was not returned for evaluation, a photograph of the glenoid was provided. The cause appears to be user error. A depuy warsaw product development engineer examined the photograph and stated there is too much cement on the glenoid. The surgical technique states excessive cement extruding from the drilled holes and lying between the prosthesis and glenoid fossa is undesirable. It may create an uneven mantle for the glenoid prosthesis, and cement may fragment with repetitive loading and become loose in the joint causing damage to the polyethylene. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for glenoid loosening. Polywear also reported.